Manufacturer narrative:
The investigation into the reported optical signal issue has been completed since the original report was filed. The returned product was investigated and damage to the sensor face was observed. The damage was consistent with shockwave interaction. The 5s parameters were tested prior to sensor removal and were found to be outside of normal range. The lt shows a change is 5s parameters consistent with damage to the sensor occurring when there was a loss of placement signal. The root cause of the optical signal issue was a damaged sensor due to shockwave interaction.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Once the device was implanted, the patient coded again and was shocked multiple times. Percutaneous cardiac insertion was performed and shockwave was used. Following this, the patient coded again and was shocked. After the final shock, the optical sensor appeared to fail and the left ventricle and aortic placement wave forms were no longer detected and the ¿placement signal not reliable¿ alarm was displayed across the top of the automated impella controller (aic). Checking cable for kinks and use of other aic was attempted but was not successful. The impella pump was removed changed out with another impella cp. The patient was not harmed from this malfunction.